Event description:
Patient reported obtained back-to-back blood glucose results of 143 mg/dl and 68 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.